Event description:
Correction to b5 of the initial report; the customer reported to olympus that during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for less than 10 colony forming units of coagulase negative staphylococcus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for greater than 10 colony forming units of coagulase negative staphylococcus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The endoscope and accessories were culture tested. The sample was taken on 04oct2023 (local country time) after storage. The device was used on one patient between the sample collection date and the date the results were obtained on 05oct2023. After the positive result was obtained the device was quarantined. The device was last reprocessed on 05oct2023 and stored at room temperature (oxygen concentration unknown) in a controlled environment storage cabinet with forced air drying. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.